Event description:
Report received from the USA stating that the ¿hose ruptured.¿ the device was being used in a surgical procedure. No patient or user injury was reported. There was no add¿l info provided.

Manufacturer narrative:
The device was received by anspach. If add¿l info is received, a supplemental report will be sent. Ref: (B)(4).